Event description:
About 6 years and 9 months after the primary surgery, the patient came in reporting pain after falling. When the surgeon opened the patient up, the poly popped right out. The surgeon revised the poly and the surgery was completed successfully. The patient was previously revised from competitor's components to gmk revision system.

Manufacturer narrative:
Batch review performed on 7 march 2023. Lot 154973: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-aug-23. No anomalies found related to the problem. To date, 7 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: 7 years after revision tka, following a traumatic event the polyethylene insert is unclipped from the baseplate. Normally, the metal reinforcement plug should be screwed to the tibial baseplate with a controlled torque, that is supposed to prevent self-unscrewing. Even if the plug had not been fully fixed to the baseplate at index surgery, it may have worked correctly for 7 years until a fall caused the insert to unclip itself. At revision, only the insert is replaced to a new one, as the other components were still functioning properly.